Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is not confirmed. -visual inspection of the suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, identified that the screw, eyelet and suture were not returned for investigation. -functional testing was not performed due to the damage to the device. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd july 2025, it was reported by an arthrex's employee via email that 1 unit of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, and 1 unit of ar-7237-7, fibertape® 2 mm, braided polybend suture, blue, was used to implant but the anchor broke during insertion. This was detected during an ankle arthroscopic ligament repair and reinforcement surgery on (B)(6) 2025. The procedure was successfully completed by using another brand product. There was no patient harm, and no secondary procedure needed.